Manufacturer narrative:
Implant date: unknown, therefore, date is approximated. Event, relevant tests/laboratory data & other relevant history updated with new information.

Event description:
It was reported filter movement and perforation occurred. In 2003, patient was implanted with a greenfield vena cava filter (gvcf). Approximately, on (B)(6) 2017 patient underwent a computed tomography (CT) scan, which revealed the distal prongs of the gvcf had perforated through inferior vena cava wall (ivc). Approximately, on (B)(6) 2018, patient underwent a lower compression bilateral extremity venous duplex ultrasound to the lower extremities, which revealed the gvcf is subject to acute deep vein thrombosis to the right common femoral vein, femoral vein, popliteal vein, and great saphenous vein. Approximately, on (B)(6) 2018, patient underwent an abdominal x-ray. It was noted that the apex was tilted to the right. No further information is known at this time. It was further reported that patient underwent a CT scan on (B)(6) 2010 to reveal venous narrowing below the level of the filter; evidence of obstruction. Enlarged subcutaneous collateral veins and enlargement of the gonadal veins were noted. The CT scan on (B)(6) 2017 also revealed the ivc was located in the inferior vena cava distal to the level of the renal veins. The proximal tip 1.2 cm distal to the right renal vein and 1.5cm to the left renal vein. The inferior vena cava distal to the renal veins is small and possibly occluded with the surrounding collateral blood flow extending to the renal veins with normal appearing proximal inferior vena cava. There is additional collateral blood flow and a prominent venous structures around the right kidney and throughout the subcutaneous soft tissues around the abdominal wall. The gonadal and lumbar veins are enlarged. On (B)(6) 2018, patient presented to the emergency department complaining of worsening bilateral lower extremity swelling.

Manufacturer narrative:
Implant date: unknown, therefore, date is approximated.

Event description:
It was reported filter movement and perforation occurred. In 2003, patient was implanted with a greenfield vena cava filter (gvcf). Approximately, (B)(6) 2017 patient underwent a computed tomography (CT) scan, which revealed the distal prongs of the gvcf had perforated through inferior vena cava wall (ivc). Approximately, (B)(6) 2018, patient underwent a lower compression bilateral extremity venous duplex ultrasound to the lower extremities, which revealed the gvcf is subject to acute deep vein thrombosis to the right common femoral vein, femoral vein, popliteal vein, and great saphenous vein. Approximately, (B)(6) 2018, patient underwent an abdominal x-ray. It was noted that the apex was tilted to the right. No further information is known at this time.